Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was declined as customer did not feel testing the device. The customer mentioned getting two motor error alarms. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a broken belt clip slot and a missing end cap sticker. The insulin pump passed the displacement test, error test and self test. All operating currents are within specification. Off/no power alarm functions properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.